Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular lead, and the unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to high impedance and a possible fracture of the right ventricular (rv) lead. In addition, it was noted the rv lead exhibited high thresholds resulting in exit block and high sensing integrity counter (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.